Event description:
The customer contact reported during testing at the user facility a s321 (motor error) malfunction alarm code was noted in the device history. The device was returned to the biomedical département for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.